Manufacturer narrative:
Potential lot #'s reported: ur18h05051, ur18e14026, ur17k09026, and ur18a15055. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors disconnected from an unspecified filter. This occurred during total parenteral nutrition infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted on the potential lot numbers reported (ur18h05051, ur18e14026, ur17k09026, and ur18a15055) and there were no deviations found related to this reported condition during the manufacture of these lot numbers. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.